Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image illustrated green and violet stripes and then lost the image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image illustrated green and violet stripes and then lost the image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. The device was fully articulated in all directions; no impact to the image was seen. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end or in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging showed camera wires to be potentially touching at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the camera wires at the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, based on procedural residue found at the pofs, and after insertion of saline, enough to reach the handle, the image was disrupted. Solid pink lines appeared on the screen followed by the 5-dot initialization screen. The reported complaint was confirmed. During product analysis, signs of use were noticed in the form of witness marks and procedural residue at the pofs. A live image was observed when the device was plugged in. After injection of saline, enough to reach the handle, solid pink lines appeared before the 5-dot initialization screen displayed. During use, factors of the procedure conducted caused fluid to enter the optics lumen and changed the capacitance of the electric circuit to create a loss in image. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.